Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device manufacture date: the device manufacture date is currently unavailable. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the color band of the craniotome device was chipping/fading. It was determined that the bearing was damaged, the craniotome neuro-tip was bent/damaged, and the warning triangle was missing. It was further determined that the device failed pretest for temperature (pretest was not available), cutter insertion and visual assessment. It was noted in the service order that the bearing had a failure and was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 10/10/2007. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.